Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # t5e752. Device analysis: the analysis results found that the ecs21a device arrived with the anvil missing. The breakaway washer was not present and there were 9 staples present and staple leg were noted to be bent and 7 missing staples. The condition of the leg staples appears that an attempt was made to fire the device with the retainer placed. However, the retainer was not returned for analysis. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported during a gastric bypass when the sterile package was opened the staff noticed that some of the staples were sticking out. The procedure was completed with like device with no patient consequences.